Event description:
It was reported that the insulin pump was squirting insulin and reset itself. The patient's blood glucose was 400 mg/dl. The drive support cap was found to be sticking out after it had been dropped and fallen in the past. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches to the display window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).